Manufacturer narrative:
Follow-up received on 07-set-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1503 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and after 5,5 years started experiencing pain in pelvis. Essure removal was planned. Pelvic pain is listed in the reference safety information for essure. Considering that essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since surgical intervention will be required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009, essure (fallopian tube occlusion insert) was placed. During placement procedure, the consumer experienced pain that lasted for 90 days. Her complaints started 5,5 years after essure insertion and included pain in pelvis, pain in leg, pain in abdomen, lower back pain, arthralgia, depressed mood, increase or decrease of weight, loss of libido, tiredness, mood swings, memory loss, concentration problems, swollen abdomen, increase rheumatism complaints (more stiff hands, reduced immunity and facial pain). The influence of essure in her daily life included problems with movements and work-related problems but did not specify one of the events. She contacted and visited a gynecologist. She used homeopathy treatment and scheduled essure removal. Lab test included hand and chest photos. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and after 5,5 years started experiencing pain in pelvis. Essure removal was planned. Considering that essure may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since surgical intervention will be required. A product technical complaint analysis is being sought. No further information will be obtained.